Event description:
It was reported that there was procedure thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa. The wds was inserted into the was and the closure device was deployed in the patient. The closure device met all release criteria and was successfully implanted. Following the release of the closure device, the entire system was retracted to the right atrium. At this time, a clot like structure was noted at the site of transseptal puncture (tsp) on the left atrial side. Activated clotting time (act) was 277 sec and heparin had been administered prior to and after the tsp. Protamine was not given to the patient. The patient was to receive their anticoagulation medication that evening. There were no further complications.